Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer is alleging that she was using a heating pad on her stomach, fell asleep and awoke to find she was burned.